Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the staples closed prematurely, before crossing the length of the target tissue. They had to use another ta to complete the procedure. There wasn't any blood loss exceeding 500ccs, but there was the need to extend the operating time for more than 30 minutes. Though there was no adverse event as a result of the or time extension, there was unanticipated tissue loss and tissue damage due to this problem. The damage was not considered sever by the account. Further information regarding the incident has been requested.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one ta* 60-3.5 single use reloadable stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The device was loaded with a fully fired 3.5mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. Five properly formed staples were received adhered to the sulu in dried body fluids. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: post market vigilance (pmv) led an evaluation of one ta* 60-3.5 single use reloadable stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The reported condition for this incident states that the staples closed before they crossed the tissue. The device was loaded with a fully fired 3.5mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. Five properly formed staples were received adhered to the sulu in dried body fluids. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Pmv was unable to confirm the reported condition during the evaluation. Visual and functional testing of the returned product confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. The file will be closed tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.